Event description:
It was reported that the outer shaft broke. A direxion hi-flo catheter was selected for use in an embolization procedure. The outer shaft of the catheter broke while inside the patient during the procedure. The device was removed and exchanged for a new device, same model. The procedure was completed. There were no patient complications.

Event description:
It was reported that the outer shaft broke. A direxion hi-flo catheter was selected for use in an embolization procedure. The outer shaft of the catheter broke while inside the patient during the procedure. The device was removed and exchanged for a new device, same model. The procedure was completed. There were no patient complications. It was further reported that both the inner lumen and nickel shaft were fractured.

Manufacturer narrative:
Device eval by MFR: the device was received and analysis completed. Returned product consisted of a direxion hi flo microcatheter. Inspection of the device revealed a nickel shaft fracture, multiple shaft kinks and stretching. Inspection of the device revealed a nickel shaft fracture and stretching located at the strain relief to 4 cm from the strain relief. Inspection of the returned device revealed a nickel shaft fracture, multiple shaft kinks and stretching.